Event description:
It was reported that a pen ndl 32g 4mm 100bx 1200 USA was unable to deliver medication during use. The following was reported by the initial reporter: "it was reported that the needle clogged during the injection and the pen will not depress all the way. Verbatim: consumer reported needle clog during injection, stated that the pen will not depress all the way. Consumer does not re-use. Lot #: 0142932; catalog #: 320122; date of event: unknown samples: discarded."

Manufacturer narrative:
Investigation: a lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that a pen ndl 32g 4mm 100bx 1200 USA was unable to deliver medication during use. The following was reported by the initial reporter: "it was reported that the needle clogged during the injection and the pen will not depress all the way. Verbatim: consumer reported needle clog during injection, stated that the pen will not depress all the way. Consumer does not re-use. Lot #: 0142932, catalog #: 320122,date of event: unknown, samples: discarded."